Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation after and MRI scan. Programming changes were performed to restore the device. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went into backup operation with high voltage therapies disabled after a magnetic resonance imaging scan was performed. Reprogramming was performed and successfully restored the ICD. There were no patient consequences.